Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the tip of the guidewire was broken during the procedure. No clinical consequences reported to the patient.